Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
During a pulse field ablation, a farawave was selected for use. The patient had a left common with three branches: superior, lateral, and inferior. The superior branch was successfully ablated with the first farawave included in this complaint. The physician navigated to the lateral branch of the left common in flower, attempted to fish with the guidewire to subselect the branch, and the wire became stuck. The physician was unable to advance or retract the wire. Therefore, the physician pulled the farawave over the wire into the sheath, spun the sheath slightly, and the system popped off the left common. The wire moved freely at this point, so we elected to retry landing the lateral common branch in flower. The catheter/wire became stuck again at the exact same position with the exact same maneuver. The same maneuver freed the system, and it was suggested to replace the catheter and wire. This was done, and upon reapproaching the left lateral common branch in flower, the wire was attempted to be advanced and got stuck again. The devices are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a farawave was selected for use. The patient had a left common with three branches: superior, lateral, and inferior. The superior branch was successfully ablated with the first farawave included in this complaint. The physician navigated to the lateral branch of the left common in flower, attempted to fish with the guidewire to subselect the branch, and the wire became stuck. The physician was unable to advance or retract the wire. Therefore, the physician pulled the farawave over the wire into the sheath, spun the sheath slightly, and the system popped off the left common. The wire moved freely at this point, so we elected to retry landing the lateral common branch in flower. The catheter/wire became stuck again at the exact same position with the exact same maneuver. The same maneuver freed the system, and it was suggested to replace the catheter and wire. This was done, and upon reapproaching the left lateral common branch in flower, the wire was attempted to be advanced and got stuck again.